Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the ipg has met normal longevity and is therefore no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg has met normal longevity and is therefore no longer reportable.

Manufacturer narrative:
Implant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.